Event description:
It was further reported that the patient was noted to be in permanent atrial fibrillation (af) so the physician decided to re-program the crt-d device mode and turn of ra lead atrial sensing.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. The device memory indicated diminished atrial sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator's (crt-d) estimated remaining longevity was decreasing as a faster rate than what each prior estimate provided. The patient presumed that the battery was being depleted due to their atrial fibrillation (af). There was some right atrial (ra) lead undersensing noted during the patient's atrial tachycardia/atrial fibrillation (at/af). The crt-d and ra lead remain in use. No patient complications have been reported as a result of this event.